Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range right ventricular (rv) pacing impedance measurements, measuring greater than 2000 ohms. In addition, it was noted this same observation occurred approximately two months prior. The rv lead is a non-boston scientific product. The patient was seen in clinic where further evaluation and lead testing was performed. No noise was observed. Subsequently, the device was reprogrammed. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range right ventricular (rv) pacing impedance measurements, measuring greater than 2000 ohms. In addition, it was noted this same observation occurred approximately two months prior. The rv lead is a non-boston scientific product. The patient was seen in clinic where further evaluation and lead testing was performed. No noise was observed. Subsequently, the device was reprogrammed. No adverse patient effects were reported.